Event description:
A pump alarm, specifically alarm 20, was reported during the loading process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with loading a new cartridge, but the cartridge alarm reoccurred, leading to the decision to replace the pump. The pump was confirmed to be within warranty, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. The customer was advised to put the pump into storage mode and return it using a pre-paid label within 10 days.